Event description:
Customer reported via phone, the insulin would go through during prime. Customer stated he changed the set and the issues were with the reservoir. Customer's blood glucose was 371 mg/dl. Customer stated the no delivery alarm was resolved by changing out the reservoir. Customer does not want to return the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.